Manufacturer narrative:
(B)(4). The actual device involved in the reported incident was not returned for evaluation. Without the actual sample, a thorough sample analysis could not be performed and no specific conclusions could be drawn. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or nonconformances of this nature. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number or lot number. If additional pertinent information becomes available or if the physical sample is received for evaluation, a follow-up report will be filed.

Event description:
As reported by the user facility: reports the tubing leaked near the port (unsure if upper or lower port). One incident involved leaking of chemotherapy medication (torisel), which resulted in a small chemo spill onto the floor. The spill was cleaned per facility protocol. There was no contact or injury to the patient or staff.

Manufacturer narrative:
Two used tubing sets, without packaging, were received for evaluation. The sets were subjected to leakage testing according to specification with the following results: set # 1 -- leakage was observed at the sonic weld seal of the proximal ultrasite y valve. Set # 2 -- there were no leakages observed from the ultrasite y valves or from any other location on the set. In order to investigate incidents related to ultrasite y valves which leak from the sonic weld (luer nut-piston-body interface), b. Braun medical inc. Opened a corrective action and preventive action (CAPA) to further investigate root cause and identify any necessary corrective action. Based on the initial CAPA investigation, top potential causes have been identified as welder output variations on certain welder and ultrasonic stack combinations or having an unseated luer nut in combination with certain weld parameters. This CAPA is currently in implementation phase to execute the CAPA action plan, which includes developing and testing methods for measuring and controlling welder output, and revising the weld process to eliminate conditions that can create and unseated luer nut. If additional pertinent information becomes available, a follow-up report will be filed.